Event description:
A report was received that a pt was experiencing difficulty changing following a lumbar laminectomy procedure that was performed on (B) (6) 2010. After troubleshooting efforts were made, a bsn clinical engineering reviewed the pt's database and confirmed the ipg exhibited premature battery depletion. An ipg replacement surgery has been recommended.